Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched and confirmed the reported error code 23094 on usm3. Replacement of the usm3 resolved the issue. Isi received the parts involved with this complaint and completed the device evaluation. The unit was returned for failure analysis (fa) and the reported 23094 error on the insertion was confirmed. The unit was tested on the in-house system, and it triggered error 23094 on insertion at startup. The cannula mount was opened and the insertion cva ffc was grinding against the cannula cva disk. Visual inspection on the insertion cva ffc found a scratch mark on it. The insertion cva ffc was replaced with a test one and system did not trigger any errors. The original one was returned, and the issue came back. As a fix, the insertion cva ffc will be replaced. The complaint regarding error 23094 was confirmed by failure analysis, which indicates that the device did contribute to the customer reported issue.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the user observed persistent recoverable error code 32101. The customer received phone assistance from the technical support engineer (tse). Prior to the call, troubleshooting was attempted by performing a system power cycle; however, this did not clear the error fault. Review of the site's system logs confirmed the occurrence of multiple recoverable error code 32101 on the axes control motor (acm) of universal surgical manipulator (usm) 3. The user was instructed to further troubleshoot through a hard system power cycle. The issue remained persistent. Following this, tse advised the user to disable usm 3. The system remains in an operable and acceptable state even with one usm disabled. Once usm 3 was stowed, no further issue was observed. The user continued with the procedure using the 3 confirmed functional usms. No known impact or patient consequence was reported.